Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead, which contained electrodes proximal to the ventricular electrodes to sense atrial activity, was undersensing p-waves in the atrium. The patient felt symptomatic to the atrioventricular dysynchrony due to the undersensing. A procedure was then performed to add a right atrial (ra) lead. No patient complications have been reported as a result of this event.